Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was not returned; therefore a test cap was used to complete investigation. There were no issues found with the sound quality on the audio tone. The sound was tested to the sound tester and the audio output was functioning appropriately. Unrelated to the complaint, the display contrast had a reddish tint.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.